Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reza0914 showed one other similar product complaint(s) from these lot numbers.

Event description:
On (B)(6) 2015 - line was placed on (B)(6) 2015 as a replacement to the same issue implanted on (B)(6) 2015. When the pt was examined under x-ray on (B)(6) 2015, a leak was reportedly discovered along the tract.